Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient was reported to be in his (B)(6). Patient was reported to weigh approximately (B)(6). Reported to have occurred "a week ago". The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that both cuffs successfully captured the needles during needle deployment, but the posterior cuff failed to be ejected from the posterior foot pocket. When the plunger was removed from the device, the link was held on one end by the mislocated posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as evidenced by bent anterior cuff tabs. Subsequently, the suture could not be retrieved while retracting the needle plunger and this could appear very similar to the reported suture break. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. Also, the needle trajectory of every device is checked during manufacturing. Based on the investigation findings, the probable cause for the failure to eject the posterior cuff out of its pocket during needle deployment and subsequent anterior cuff-to-needle tip detachment while retracting the needle plunger is incomplete push mandrel travel as the plunger was not fully depressed until the collar of the plunger makes contact with the proximal end of the body. The instructions for use (IFU), under the smc device placement section, states: while maintaining device position, deploy needles by pushing on the plunger assembly (in the direction marked number 2) until the collar of the plunger makes contact with the proximal end of the body. Visually confirm that the collar of the plunger is in contact with the body of the device. No manufacturing or quality deficiency was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, there was a suture break and the suture wasn't attached. A second device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.